Event description:
It was reported that while the ventilator was connected to a pt, it alarmed and then turned off. The pt was bagged and ventilator was replaced with another one. Importer ref#: (B)(4). MFR ref#: (B)(4).

Manufacturer narrative:
Reference exemption#: (B)(4).